Manufacturer narrative:
Journal article: springer nature title: advances in clinical cardiology 2018: a summary of key clinical trials ref: https://doi.org/10.1007/s12325-019-00962. Death was reported as a clinical outcome of this study, however there is no information to suggest the device has caused or contributed to a death. Date of event: date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
This journal article gives a concise overview of 78 trials that were published or presented at major international meetings throughout 2018. The recre8 trial included in this study details the comparison in efficacy between the latest-generation resolute integrity permanent-polymer zotarolimus-eluting stents (pp-zes) and the polymer-free amphilimus-eluting stent (pf-aes). 1491 patients were included in the multicentre study. Dapt was prescribed for a duration of 12 months for acs patients and 1 month for troponin-negative patients. At 12 months follow-up, clinical outcomes included cardiac death, target vessel mi, and tlr. The aim of the smart-datetrial, also referred to in this journal article, was to compare the incidence of the primary composite endpoints (all-cause mortality, mi and stroke) in patients with acs (acute coronary syndrome) following 6-month dapt duration vs 12-month or longer dapt duration. 2712 acs patients were enrolled in this randomised study. Clopidogrel was the p2y12 inhibitor administered to approximately 80% of patients and all patients were treated with second- or third-generation drug-eluting stents (dess). Resolute integrity rx coronary drug-eluting stents along with two other non-medtronic des were among the stents implanted in this study population. Clinical outcomes included in this trial were all-cause mortality, mi, stroke and stent thrombosis.